Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information.

Event description:
Related manufacturer reference number: 1627487-2021-16244, 1627487-2021-16245. It was reported that following patient seizures, therapy became ineffective. Reprogramming did not resolve the issue. As a result, surgery occurred at an unknown date during which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.